Event description:
A 6f angio-seal sts plus device was used to close a right femoral artery puncture following a routine angiogram. The pt later developed an infection. The pt was treated with IV antibiotics and is now stable. The physician does not believe that the angio-seal device was the cause of the infection.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the pt monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected.